Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported gauge break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported gauge break was unable to be confirmed during return analysis, it is possible the device was not completely connected/tightened thus resulting in the reported gauge break; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending coronary artery. For pre-dilatation with a 2.0 x 20 mm balloon, the gauge of the indeflator would not accurately measure the pressure during inflation. A new 20/30 priority pack with copilot was used and the procedure was completed successfully. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.